Event description:
A customer contacted global technical services (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use. The home patient (hp) stated that they turned on the hc to do their nightly therapy and received the alarm. The hp would continue using the same unit for the night. The tsr advised the hp to contact the rn as soon as possible to let them know that they received the alarm. The patient was performing continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd) therapy. The total volume was set to 6000ml, the total time was set to nine hours, the fill volume was set to 1500ml, the last fill volume was set to 0ml, the patient's weight was set to (B)(6), the total number of cycles was set to 4, the initial drain alarm was set to 0ml, the comfort control was set to 36 degrees celsius, the last manual drain was set to yes, the target ultrafiltration (uf) was set to 0ml, and alarm was set to no. In the last therapy, the drain volume equaled 327ml, the total ultrafiltration equaled 1456ml, and the dwell time was one hour and forty five minutes. The tsr reviewed the therapy log. The therapy was completed with an initial drain volume of 327ml, a recovered drain volume of 0ml, a last fill volume of 14ml, a total fill of 6011ml, a total drain of 7468ml, a dwell time of one hour and forty four minutes, a drain time of twenty one minutes, a total uf of 1456ml, with no bypasses and no changes in therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The nurse stated that she was out of town when the alarm occurred, but stated that another nurse had been informed of the alarm. The rn stated that they programmed the new cycler and since then, there have been no issues that she was aware of. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.